Manufacturer narrative:
Findings: pump received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, severely scratched display window, and missing end cap sticker noted.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 380 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.